Event description:
It was reported that a timestorm on the network disrupted pt monitoring for an extended period of time. Cic's had to be manually rebooted. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.